Manufacturer narrative:
This event occurred outside the us. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Guidewire referrred to in this event was not returned. Used a fresh guidewire to conduct test and test passed.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the catheter refused the passage of the guidewire. No patient complications have been reported as a result of this event.